Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 740 mg/dl at the time of the incident. The customer's blood glucose was 205 mg/dl at the time of call. The customer stated that she was given IV drip and fluids during the hospitalization. The customer stated that she experienced nausea. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.